Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder joint glenoid labrum repair surgery, the bioraptor anchor was pulled out, it could not be sutured. The procedure was completed with non-significant delay using a smith and nephew back up device. The back-up device was used in an additional drilled bone hole, a void was left in the patient. No further complications were reported. Current patient status is good.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, fractured anchor and a length of cut suture were returned. All returned items have debris on them. The anchor was fractured below the suture window and the distal end was not returned. A functional evaluation could not be performed due to the condition in which the device was received. This failure has been determined to be related to the reported event. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A clinical review states that based on the information provided no clinical factors were found which would have contributed to the reported events. No further risk to the patient is anticipated as a result of the additional bone hole. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.